Manufacturer narrative:
The failed sample was returned to vygon and was evaluated as part of the complaint investigation. The results of this investigation are as follows: we received one catheter as a sample. When flushing it a little leakage could be detected at the junction of catheter tube and wing. Microscopic examination confirmed a little radial tear and showed that the catheter tube was partly torn out of the fixation wing. Pir states chlorhexidine was used but did not mention whether it was alcohol or water-based disinfectants. The majority of complaints we received in the past for leakages were related to tensile traction under influence of the use of alcohol-based disinfectants. It is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. We could not check the batch history records as no batch number had been mentioned. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. We have three other complaints regarding a leaking catheter on code 4g07125235 within the last three years. No further corrective action initiated by quality management as there are no indications of a manufacturing fault and the catheter worked well for 32 days. It is important to follow the product's IFU "catheter is indicated for use up to 29 days." Since the catheter has been in use for longer than the manufacturer's specifications, this was the responsibility and risk of the customer. Corrective action: based on the investigation, this is issue could not be determined to be caused by manufacturing; therefore, no further corrective action is initiated at this time.

Event description:
Dressing was changed on 4/13, 4/15, 4/16, and 5/11 due to dressing compromised. PICC line noted to be leaking on 5/11/ at the connection between the line and the wings.

Manufacturer narrative:
The failed sample was returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
Dressing was changed on 4/13, 4/15, 4/16, and 5/11 due to dressing compromised. PICC line noted to be leaking on 5/11 at the connection between the line and the wings.